Manufacturer narrative:
(B)(4). Per the gore® tag® conformable thoracic stent graft instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to delivery and deployment events (e .g . Deployment difficulties/failures).

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft with active control system for thoracic dissecting aortic aneurysm. The first gore® tag® device ((B)(4)) was intentionally deployed such that the left subclavian artery was half covered. After primary deployment to intermediate diameter, the angulation control dial was reportedly rotated to the maximum, and the device was pressed against the greater curve of the aorta. According to the report, the device appeared to be stuck in the dissection entry. The secondary deployment handle was pulled, but the device reportedly would not deploy to full diameter near the entry. The cause of the incomplete device expansion is unknown. The device was successfully expanded to full diameter using a balloon catheter. The second gore® tag® device ((B)(4)) was intended to be deployed at the same level as the first device. However, the second gore® tag® device reportedly moved proximally upon deployment, partially covering the left subclavian artery. An axillary artery bypass, and coil embolization of the left subclavian artery were performed to preserve blood flow. The patient tolerated the procedure.